Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. After charging the pump, the pump turned on and upon reviewing the pump data during troubleshooting with tandem technical support, it was confirmed that a malfunction alarm had occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer would obtain manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, different issues were found. Issues identified: faulty vibe motor: 120, 25; incomplete data logs: 3235, 23, 3372.